Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that a suture placement in a heavily calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a percutaneous coronary impella interventional procedure. Reportedly, the first device had a suture break. Two more devices were tried; however, these two also had a suture break. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.